Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the lift motor is malfunctioning. No pt injury was reported